Event description:
The customer alleges that the mask was found deflated on the crash cart.no patient injury or involvement.

Manufacturer narrative:
(B)(4). The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report.